Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal sheath had rubber foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was found however it could not be specifically identified and a probable cause for the foreign material could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.